Manufacturer narrative:
This complaint (B)(4) is a report of the blood leaking out to atmosphere from the check valve to hex luer location. (B)(4) has the same failure mode as cc25--494, --495, and --516. Linked to 1649914-2025-00024 (mdr25-00024) supplemental submissions. No sample was received for analysis and thus investigation of the samples could not be completed. A process review was completed of the drug delivery line assembly, and no manufacturing or quality issues were identified. The check valve is manufactured at an external supplier. The cause of the failure cannot be traced to quest manufacturing process. The root cause of the check valve leak is being investigated in supplier corrective action report. The information generated and/or data accumulated during this investigation will be filed for future reference. We will continue to monitor and trend any problems associated with this device as we strive to continuously improve our products.

Event description:
On 12/02/2025, a user at san antonio regional hospital in upland, california reported a malfunction regarding product 5161102, lot number 77324.the report states blood did not make it to the pouch but did alarm with the same error before priming successfully.